Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely to the customer¿s belt loop. Subsequently, the pump case would intermittently fall, causing infusion sets to be pulled out. The customer's blood glucose reached 250 mg/dl